Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34gqx); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient presented to the emergency room with abdominal pain and nausea, and the hcp needed to get information about turning the ins off. The hcp indicated that based on imaging they thought the lead migrated out of the sacral foramen into muscle tissue. The hcp did not have access to the patient's programmer to check the status of the therapy. The issue was not resolved through troubleshooting. The hcp would attempt to get the programmer or get in contact with a field rep.